Event description:
It was reported that an intraocular lens (iol) was explanted from the patient's left eye for an unspecified reason. Vision pre-operative (op): 20/50 -2 and vision post-op: 20/30 +1. There was no vitrectomy, incision enlargement, or sutures required. The patient status was not provided. No further information is available.

Manufacturer narrative:
Weight and ethnicity: information unknown/not provided. Date of event: exact date unknown/not provided. Best estimate date is between 3/23/2022-5/19/2022. Device evaluated by MFR: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Product investigation was completed, and the following fields were updated accordingly: section d-9: device available for evaluation: yes. Section d-9: date returned to manufacturer: 01-jul-2022. Section h-3: device evaluated by manufacturer: yes. Device evaluation: visual inspection under magnification revealed that the complaint lens was received cut in half. The lens was cleaned and, no issues that could contribute to visual disturbances could not be identified. Based on the return condition of the lens, no further product evaluation could be performed. Conclusion: based on the investigation results, there is no indication of a product malfunction or product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.